Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted that during functional vxi testing the device shut down which caused a system crash, which gives no test results. The main printed circuit board was realigned and the device retested which yielded results of failed, due to an error caused by the tester. It was further noted that the upper case boss was stripped out, the display wire insulation was pinched but the wire was not compromised, the display frame screw was stuck in the upper case and that it needed the new battery drawer shorting bar design installed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.